Event description:
During coil embolization of an intracranial aneurysm, when the surgeon positioned the 1st coil, he noted that the coil was stretched and fractured. The coil was partially in the aneurysm and partly in the codman prowler 14 microcatheter. It was reported that the device remained in the patient. It was also reported that the procedure was completed with other coils using the same microcatheter with no patient injury or significant delay in the procedure. There was no resistance during advancement of the coil through the microcatheter, and a continuous flush had been maintained through the microcatheter. The microcatheter had not been repositioned over the coil when the coil was deployed or partially deployed out of the distal end of the microcatheter and the microcatheter was not positioned at a relative sharp angle to the coil. A one to one relationship between the coil and delivery tube was verified with fluoroscopy, however, there was no identifiable cause for the incident.

Manufacturer narrative:
It is anticipated that the product will be returned for analysis; however, the device has not yet been returned for analysis. Pr identifier: (B)(6). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Device returned for analysis on 4/30/2014. Additional info received 5/14/2014: it was reported that the coil separated, but was removed entirely from the patient. Information on how it was removed was not provided. During coil embolization of an intracranial aneurysm, when the surgeon positioned the 1st coil, he noted that the coil was stretched and separated. The coil was partially in the aneurysm and partly in the codman prowler 14 microcatheter. It was reported that the device was removed entirely from the patient, and the procedure was completed with other coils using the same microcatheter with no patient injury or significant delay in the procedure. There was no resistance during advancement of the coil through the microcatheter, and a continuous flush had been maintained through the microcatheter. The microcatheter had not been repositioned over the coil when the coil was deployed or partially deployed out of the distal end of the microcatheter and the microcatheter was not positioned at a relative sharp angle to the coil. A one to one relationship between the coil and delivery tube was verified with fluoroscopy, however, there was no identifiable cause for the incident. A non-sterile orbit mini complex fill 2.5x3.5 was received coiled inside a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received partially zipped and no damages were noted on it. The support coil and gripper were fond without damage, just the head piece of the embolic coil was found attached to the gripper, while the rest of the embolic was not received for evaluation. The gripper and the headpiece were inspected under microscope. The gripper was found without damage. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The outside diameter (od) from the orbit product was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The coil stretch could not be evaluated since part of the embolic coil was not returned for evaluation. The coil separation was confirmed. Based on the analysis, the root cause of the coil separation could not be conclusively determined, but pulling the coil with excessive force may have been a contributing factor. Inspections are in place that prevents these types of damages from leaving the manufacturing facility. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, and procedural factors appear to have contributed to have these damages; therefore, no corrective actions will be taken.